Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Surgeon impacted a 50mm trident solid back cup. Had good press fit with bone, but then couldn't unscrew the impactor from the cup without pulling the trident cup out. This damaged the press-fit of the acetabular bone and so a larger cup had to be reamed for and implanted successfully, with a different impactor.

Manufacturer narrative:
An event regarding disassembly issue involving a universal impactor/positioner was reported. The event was confirmed. Method & results: -device evaluation and results: the shell was stuck on the impactor. When the shell was removed from the impactor the tip of the thread was damaged. -medical records received and evaluation: not performed because they indicated that the procedure was completed successfully. -device history review: devices were manufactured and accepted into stock with no discrepancies. -complaint history review: a review for disassembly issues was conducted and there was no similar lot events present. Conclusions: the investigation concluded that the disassembly issue was caused by over tightening of the shell to the impactor. Despite the reported surgical delay, there were no adverse consequences and the procedure was completed successfully.

Event description:
Surgeon impacted a 50mm trident solid back cup. Had good press fit with bone, but then couldn't unscrew the impactor from the cup without pulling the trident cup out. This damaged the press-fit of the acetabular bone and so a larger cup had to be reamed for and implanted successfully, with a different impactor.